Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead caused a polarity switch due to low impedance. The change in polarity had good sensing and it was decided to keep the rv lead in unipolar and watch more frequently. The rv lead remains in use. No patient complications have been reported as a result of this event.